Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the versacross connect kit's risk documentation was completed and confirmed that the event of st elevation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the st elevation was listed as a potential complication in the device's instructions.

Event description:
It was reported that a patient experienced a st elevation. During a left atrial appendage closure (laac) watchman procedure a versacross connect kit was selected for use. However, it was noted that the patient developed st-segment elevation and mitral regurgitation (mr). The physician decided to abort the procedure and requested a partner to perform a coronary angiogram. Epinephrine was given before coronary angiogram, and it did resolve the st elevation. The angiogram findings were normal, and the patient returned to baseline with resolution of the st elevation and mr. The procedure was rescheduled for the following day. No device issues were reported. Its unknow if the device will return for laboratory analysis. It was further informed that: iversacross connect watchman kit was used during the procedure. No issues or malfunctions were noted with the versacross dilator or rf wire, and there were no difficulties reported with the transseptal puncture workflow. According to the physician, none of the versacross devices contributed to the patient's complication. There was no observation of air on fluoroscopy, ultrasound, aspiration, or flushing, and no audible sounds suggesting air entry through the sheath or catheter. The patient was not experiencing deep breathing or apneic episodes. Ultimately, the patient returned the following day and successfully underwent the implant procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a st elevation. During a left atrial appendage closure (laac) watchman procedure a versacross connect kit was selected for use. However, it was noted that the patient developed st-segment elevation and mitral regurgitation (mr). The physician decided to abort the procedure and requested a partner to perform a coronary angiogram. Epinephrine was given before coronary angiogram, and it did resolve the st elevation. The angiogram findings were normal, and the patient returned to baseline with resolution of the st elevation and mr. The procedure was rescheduled for the following day. No device issues were reported. Its unknow if the device will return for laboratory analysis.